Manufacturer narrative:
Device evaluation was not possible as the product remains implanted. Immediate post-operative radiographs were requested but have not been received. Based on the info provided, no conclusions can be drawn in regards to the reported issue. (B)(4). A two-year complaint history review did not reveal any previous reports of locking tab fracture for the lot reported. Further review of all part numbers in the acpxxx family of anterior cervical plates did not identify a trend for reports of locking tab fracture. Associated package insert, (B)(4).

Event description:
It was reported that the pt underwent a procedure on (B)(6) 2014, implanting a acp360 anterior cervical plate 3-level 60mm. Subsequently, radiographs indicate one of the locking tabs on the plate bent, allowing the screw to back out slightly. No revision is planned at this time.